Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued additional information was received on the event. They were not aware of any physical damage on the sheath/dilator. They were unsure if there was any occlusion when irrigating the sheath and if the sheath was narrowed, partially blocked or completely blocked. They were also unsure if the dilator was able to be moved through the sheath. The dilator was not stuck in the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-jul-2022 the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as an MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was 28-jul-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jun-2022. The device evaluation was completed on 28-jul-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number (B)(4).